Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. The company representative was unable to confirm nor replicate the reported issue. The system was tested and found to meet product. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the procedure the laser did not perform the flap effectively that leads to an incomplete cut/flap and required the use of a crescent scalpel to detach the flap in the right eye of a patient during refractive surgery. The procedure completed on same day. There are multiple related reports for this reported. This report addresses patient initials gs, in the right eye, and additional manufacturer reports will be filed for the other patients.